Event description:
When attempting to use clip applier, item misfired and blood vessel was torn. Info verbally from dr. Levy, surgeon. Non-disposable clip applier used without incident to clip blood vessel.